Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. No visual or functional inspection was performed due to product not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that preparation/set-up was performed as per the dfu, continuous flush was maintained for the duration of the procedure. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable will be assigned to this complaint.

Event description:
It was reported that during coil embolization for sah, the subject coil was used as the fourth coil. The physician felt resistance while advancing the subject coil in the middle of the microcatheter shaft. When he attempted to remove the subject coil from the microcatheter, the proximal part of the subject coil got stretched and a part of it broke and remained inside the microcatheter. The microcatheter was removed along with the broken part of the subject coil from the patient¿s anatomy. The physician replaced it with a new device and continued the procedure without any clinical consequences to the patient.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during coil embolization for sah, the subject coil was used as the fourth coil. The physician felt resistance while advancing the subject coil in the middle of the microcatheter shaft. When he attempted to remove the subject coil from the microcatheter, the proximal part of the subject coil got stretched and a part of it broke and remained inside the microcatheter. The microcatheter was removed along with the broken part of the subject coil from the patient¿s anatomy. The physician replaced it with a new device and continued the procedure without any clinical consequences to the patient.